Event description:
An ipp device was implanted on 12/10/90. The reservoir was revised on 9/2/93. The cylinders and pump were removed from the pt and replaced on 4/14/97 due to left cylinder dacron unraveled causing aneurysm.